Event description:
Pt was hospitalized for high bg's. The cause for hospitalization (as per md) was dka. Trouble shooting indicated that there was no insulin in the reservoir. Nurse did notice a lot of no delivery alarms in the pump history and thinks that customer may have failed to change the set when receiving no delivery alarms.